Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) in a clinical trial via a manufacturer representative (rep). It was reported that the ins was replaced due to normal battery depletion. Not all impedances were in range. It was unknown whether there was any impact to the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 97702, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6), 2021, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.